Event description:
Medtronic received information, that prior to implant of this 31mm mitral bioprosthetic valve. It was reported, that the cinch suture broke, during cinching. It was stated, that the handle was not over tightened. And the suture broke, during the middle of tightening it down. No patient involvement was reported.

Manufacturer narrative:
This regulatory report is being submitted, due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory. Visual analysis showed, that the valve holder was received loosely attached to the valve with all suture tips exposed. The valve holder appeared intact. There was no evidence of damage to the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder, until the handle made contact with the holder and could no longer be rotated. The rotor was removed from the holder for further observation. The sutures around the rotor were curled, suggestive of sutures wound, during cinching of the valve. Under magnification, all suture tips appeared jagged, not smooth. Indicating, the sutures were broken rather than cut. Necking or reduction in diameter is noted, adjacent to the break. The break surface of these suture tips is consistent with historical events that indicate, the valve holder was over-ratcheted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.